Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and lead position check failed. It was also reported that the implantable pulse generator (ipg) exhibited "weird pacer spikes in a row". The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.